Event description:
Customer reports 3 reservoirs leaking from the back of the reservoir and plunger being stuck. Troubleshooting was performed, customer threw away reservoirs. Unable to return for analysis.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.